Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Premature battery depletion was observed. The patient was stable throughout.

Manufacturer narrative:
Remedial action type should have noted "recall".

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the lab. The cause of the battery performance alert is due to a por resulting from use with incompatible equipment (MRI). The event regarding por and backup vvi operation was previously reported in 2017865-2018-14922.